Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.(B)(6). (B)(4).

Event description:
It was reported that the patient "suddenly had a change in their stimulation." The lead impedances showed to be abnormal. The lead was revised. No patient complications have been reported as a result of this event.